Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: one sample of device was received for evaluation. The reported event was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed, and it was observed the pilot balloon presents a cut. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Instructions for use (IFU) information: test the cuff, pilot balloon and valve for integrity by inflation prior to use. Insert a luer tip syringe into the cuff inflation valve housing and inject enough air to fully inflate cuff. After test inflation, completely evacuate the air. No corrective actions are needed at this time since the confirmed failure (cut at pilot balloon) would have been detected during the 100% inflation/ deflation test. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior use, the unit had a hole in the pilot balloon. There was no patient involvement.